Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was not displayed. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -the device failed to boot due to a g1 board failure. -the monitor screen was scratched. The exact cause of the reported event could not be conclusively determined. Omsc confirmed the following from the investigation. -the g1 board was failed. -other than the reported phenomenon, there was no internal failure of the device. -the device was not returned to omsc. From the above, the reported event was caused by the failure of the g1 board. The cause of the g1 board failure could not be identified. In addition, it was not possible to surmise the cause of the g1 board failure from the information provided. The device had no repair history. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.